Event description:
The following has been reported: elizabeth city pump (B)(6): this morning upon power up, both channels had red indicators with a pump problem alarm on screen. Nurses performed a hard power reset. Alarm continued. It was not infusing. No patient harm or delay in care. Preliminary evaluation of the logs showed the following: pneumatic valve leak failure (valve 1). An active infusion was not stopped (per log review). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the complaint was confirmed. The pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 1. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.